Event description:
It was reported that cartridge alarm 30 occurred during cartridge loading, and alarm recurred even after caller followed load prompts and used proper technique. There was no reported adverse impact to the customer¿s blood glucose level. Customer was unable to resume insulin therapy with pump, so customer planned to use multiple daily injections as backup, and technical support arranged warranty replacement pump, confirmed shipping details, instructed customer to place pump in storage mode before return, and advised customer to re-enter pump settings, reconnect continuous glucose monitor, and return problematic pump using provided label.